Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/31/2015 with the following findings: there were unexplained pump reboot events observed in the black box on the date of the complaint. The pump rebooting was duplicated using the returned battery cap. The pump was exercised with a test battery cap for 24 hours with no issues duplicated. There was visible rust inside the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and no further evidence of moisture was found internally. There was a battery compartment crack on the side of the battery compartment from the threads traveling down along the side of the bumper to the case seal and below the bumper at the case seal. The returned battery cap had stripped threads. The display screen was dim and discolored.